Manufacturer narrative:
A supplier corrective action report (scar) was issued to the manufacturer, s&s surgical. In its response, s&s surgical stated there was extreme variation in the stitch cutter blades causing improper assembly. The blades are manufactured by swann morton. Swann morton is aware that the stitch cutter blades have a variation. Corrective action: in its scar response, s&s indicated a corrective action has not been taken. (B)(4) was received reporting that the blade of a safety scalpel (part number (B)(4) was not fully retracted into the handle, thus creating risk for serious injury. A sample was not available for return. However, a photo of the reported failure was provided for evaluation. The purchase order was reviewed for possible discrepancies. None were identified. The scalpel is supplied to deroyal by s & s surgical. Therefore, a scar was issued and the response has been received. The 2014-2016 scar and supplier notification letter logs were reviewed for similar complaints. Similar complaints for the item were identified. Preventive action: s&s stated in its scar response that a preventive action has not been taken. The investigation is complete at this time. If new and critical information is received, this report will be updated.

Event description:
The safety scalpel blade is not fully retracted within the handle. This nearly resulted in an injury to a staff member. Loose blades also were found inside one of the inner bags. This was found during unpacking of the product.

Manufacturer narrative:
An internal complaint ((B)(4)) was received reporting that the blade of a safety scalpel (part number sm45scns) was not fully retracted into the handle, thus creating risk for serious injury. A sample was not available for return. However, a photo of the reported failure was provided for evaluation. The scalpel is supplied to deroyal by (B)(4). Therefore, a supplier corrective action request has been issued. As of the date of this report, the scar is still open. The investigation is ongoing. This report will be updated when new and critical information is received.

Event description:
The safety scalpel blade is not fully retracted within the handle. This nearly resulted in an injury to a staff member. Loose blades also were found inside one of the inner bags. This was found during unpacking of the product.